Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Still implanted.

Event description:
A product liability claim was raised. It was reported that a patient was implanted an unknown (B)(4) hip component (uncemented mom device) on (B)(6) 2007 on the left side. It was reported that the patient presents high percentage of chromium cobalt in blood tests and that a revision surgery is planned. This is a bilateral patient. The right side is reported under (B)(4).

Manufacturer narrative:
An evaluation of the provided information has been made available. The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. It was reported that a male patient received an uncemented mom hip prosthesis on (B)(6) 2007 and a revision surgery is planned due to high cobalt and chromium level in the blood tests. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).